Event description:
The doctor reported observing a corneal burn while using the machine during a phacoemulsification procedure. The doctor also mentioned that there was no irrigation and the tip on the handpiece was getting hot. The pt required unexpected sutures.